Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery anatomy issue was most likely patient condition related. Rp smartassist system with automated impella controller instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The complainant reported a patient scheduled for post-operative left ventricular assist device (lvad) placement was attempted to be implanted with an impella rp for mechanical circulatory support. During delivery of the impella rp, the team had difficulty maintaining the position above the pulmonary valve due to the patient's large right ventricle, and the procedure was aborted. There was no reported patient harm.